Event description:
It was reported patient underwent orthopedic salvage system arthroplasty (B)(6) 2013. Subsequently, a revision procedure was performed (B)(6) 2013 due to pain. The orthopedic salvage system was removed and replaced with another orthopedic salvage system with a larger bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, " intraoperative or postoperative bone fracture and/or postoperative pain."